Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that high lead impedance was observed during diagnostic testing in the or after generator revision surgery. The explanted generator was at battery end of service and unable to communicate pre-operatively. Despite troubleshooting attempts, the high lead impedance did not resolve and the pt was closed without replacing the lead as the pt's seizures were doing well. The pt will be evaluated further to determine if an add'l revision surgery to restore therapy is necessary.